Manufacturer narrative:
This event occurred in (B)(6). The qc and calibrations were within acceptable limits. Based on the available data, a general reagent issue could be excluded. There was no indication of a performance issue for the reagent or the instrument. Based on the data provided, the investigation found sample short and sample aspiration alarms listed in the alarm trace. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable gluc2 glucose hk results with 1 patient sample on a cobas 6000 c 501 module. The sample was collected in a fluoride tube. The initial result was 0.36 mmol/l. The initial result was not believed so the customer repeated the sample. The repeated results were 7.13 mmol/l and 7.23 mmol/l. The erroneous result was not reported outside of the laboratory. The reagent lot number was 462070 with expiration date: 30-jun-2021.